Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella. It was reported bubbles of blood was seen leaking from the red impella plug. The impella was removed and replaced with a new impella. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the purge leak issue has been completed. The cause of the blood leaking from the red handle was most likely blood ingress due to a hole in the catheter resulting from improper use. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.